Event description:
Approximately six months and three weeks post hvad implantation this patient reported that when fully charged the complaint batteries would switch between power sources one (1) and two (2). The batteries were replaced and are being returned to heartware for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The device remains implanted and will not be returned to the manufacturer for evaluation. The batteries are being returned to manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.